Event description:
Biomed reported pump shows "tubing set misloaded error". They tried a different tubing set and it showed the same error. The same tubing set works on other pumps. The pins are moving freely and the pump does rotate the tubing set to close (when they set the cassette as open for priming). They cleaned the sensors with a cotton swab and also tried pushing the bottom of the cassette towards the pump. The error still persists. Preliminary review of the logs indicates secondary outlet move retry limit fault. An internal CAPA on the issue for sticking fva pins was opened in (B)(6) 2022. Mechanical interference with function of the fluid valve pins primarily (and once with the loading pins) is leading to complaints. The interference appears to be the result of residual contamination from fluid exposure. The root causes are identified as the following: 1. Unanticipated exposure to polysaccharide material from unknown source found to create interference at the fva pin 2. Initial training for cleaning steps per IFU had not been effective and required re-training for some users 3. Persistent noncompliance in cleaning steps from some users despite retraining and reinforcement of cleaning the action planned to address this issue is to retrain all current customers on cleaning per the IFU as a mitigation for fva pin binding due to residual chemical interference. Fresenius kabi is also considering bolstering training material and/or annual re-training. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.